Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that it was impossible for the physician to position either the transfer or the protective cap on one of the abutments, while on the other there was no problem.the part and its thread seem defective. As a result, it was impossible to take impressions.